Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The image shows an introducer needle with a crack in the needle hub. Signs of use in the form of biological material are observed on the needle. A device history record review was performed and a finding was identified. It was determined that the finding is relevant to this event. The customer report of a cracked needle hub was confirmed through evaluation of the customer provided photo. Visual inspection of the needle hub identified a crack located at the injection molding gate location. The location and appearance of the cracking is consistent with failures related to the manufacturing/assembly process. Based on the customer report, customer provided photo, and input from manufacturing, the most likely root cause of this complaint is manufacturing related. The observed failure mode is consistent with the failure mode currently under investigation in a previously opened CAPA. Teleflex will continue to monitor and trend for reports of this nature

Event description:
It was reported "introducer needle in the kit has a broken hub". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "introducer needle in the kit has a broken hub". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".